Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units and three photographs. Upon inspection of the photos and the returned unit, foreign matter was observed between the top and bottom web of the units. There is a clear layer and a white layer stuck between the top and bottom web. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error. The white layer has the same texture as the top web of the packaging and the clear layer has the same texture as the bottom web. The foreign matter caught under the seal also shows the same adhesive residue when the top and bottom web are separated. This defect can occur when the vacuum that removes the excess trim is jammed or the trim scrap bag fills up. The operator is responsible to clear this jam. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced damaged or open unit packages/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a piece of paper was sterilization-pouched. Upon checking for delivery, defective products were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced damaged or open unit packages/seals where the sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: a piece of paper was sterilization-pouched. Upon checking for delivery, defective products were found.